Event description:
On (B)(6) 2016, the c2602 cusa excel 36khz straight handpiece was assessed by ils (B)(4) field service tech and was noted to have only 60% output power and was over-heating and getting very hot very quickly. It was unknown if the device was in contact with a patient, unknown if patient injury or death alleged, unknown if a revision or medical intervention was required and unknown if there was delay in surgery or if the patient was prepped for surgery. The device was returned to the (B)(4) repair center for further evaluation and repair.

Manufacturer narrative:
Additional information was received on 02 nov 2016: the date of the incident was sometime in (B)(6) 2016. The device was in use intraoperatively for 20 - 30 minutes before the product problem occurred. It was replaced with another sterile cusa hand-piece. There was a 30 minute delay or increase in surgery time due to the product problem. The biomed lab checked the hand-piece and found that it had only 60% output power. The device was sent back to ils for further evaluation. Integra has completed their internal investigation on 17 nov 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the cusa excel handpiece c2602 serial number (B)(4) was returned- reported failure was confirmed; during investigation it was observed that the handpiece was over-torqued; damaged housing and transducer. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. The DHR review was completed for cusa excel handpiece c2602 serial number (B)(4); work order (B)(4) manufactured in (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: jul-2007. No non-conformance reports were raised during the manufacturing process for this handpiece. The DHR documentation for cusa excel handpiece serial number (B)(4) was reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in (B)(6) using the following key words ¿ultrasonic output issue¿, ¿overheating¿ and a root cause ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review-103 complaints contained the search criteria conclusion: root cause determined; cause of the handpiece performance failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. A CAPA has been instigated by (B)(4) engineering to investigate and correct failures encountered with customer complaints associated with over-torquing.